Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port on the pump appeared to be damaged, which made it difficult to successfully charge the pump. The customer's blood glucose (bg) level was 77 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.